Event description:
Procedure type: unknown. According to the reporter: the surgeon experienced two past cases with infections involving axle devices. While the surgeon and his employees were investigating, they determined they had not been following x-spine's validated sterilization cycle as defined in the product's IFU. They have since revised their sterilization procedure. It is unknown which axle system was used. No additional information has been received regarding this incident. Based the complainant claims two cases of infection, MDR 3005031160201200011 was also filed in reference to this complaint.

Manufacturer narrative:
(B)(4).